Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. Device was not dropped, bumped or exposed to moisture.